Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the left ventricular lead was capped and replaced due to an unspecified reason. The patient was in stable condition.